Event description:
The pt uses accu view bi-focal contact lenses. He has a different prescription for each eye. These contact lenses are packaged six to a box with each one lasting approx two weeks. He only wears the lenses during the day and at night the lenses are stored in a solution. He changed batches and started to experience problems with his right eye turning very red with mucosal drainage. He denied blurred vision, pain and itching symptoms. He went to his dr and then to another due to his dr's illness. He was advised to change cleaning and storage solutions and that he possibily had a viral infection. He was treated with steroid eye drops. He did as was advised but his eye was still red when he wore these particular lenses. Two mos later he switched to a different batch number and he has not had any more problems. The redness went away. He contacted the MFR and sent them one of the lenses for analysis. They contacted him that they could not detect any problems.